Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that there was air in the patient line. The event occurred during initial drain, the home patient (hp) was connected to the home choice (hc). The technical service representative (tsr) assisted the caller to end therapy so they could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.